Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were observed inside the assembly. In addition, tobacco contamination, insect infestation and dust/dirt was found inside the device. Additionally, the device was scrapped.

Manufacturer narrative:
The following correction has been updated in this report. During the evaluation of the device, the service center internally/ externally inspected the device and no foam particles had been observed. Additionally, the device was scrapped. This complaint is considered not reportable.